Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 24-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the needle "broke off at the hub while doing a lidocaine injection." Additional information received 18-jun-2020 stated, "during a nerve block of the left knee, while injecting lidocaine in soft tissue, the syringe was withdrawn and it was noted that the tip of the needle was missing." The physician was unable to find the tip using fluoroscopy so orthopedics was consulted. The patient was taken to the operating room (or) and under general anesthesia, the clinician made two incisions and was able to retrieve the needle tip. It was reported the patient was very relaxed and "amused" during the whole incident and has returned several times since to the clinic and has healed without incident.